Manufacturer narrative:
The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿seroma,¿ ¿swelling,¿ ¿pain,¿ ¿tissue damage,¿ ¿rashes,¿ ¿itching,¿ ¿numbness, burning sensation,¿ ¿firmness,¿ ¿mental anguish, increased risk of alcl, mental anguish and fear of alcl, evaluation for alcl,¿ ¿post-traumatic stress, loss of capacity for the enjoyment of life,¿ ¿mental anguish includes reasonable mental distress¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl.¿

Event description:
Patient representative reported patient experienced ¿seroma,¿ ¿swelling,¿ ¿pain,¿ ¿tissue damage,¿ ¿rashes,¿ ¿itching,¿ ¿numbness, burning sensation,¿ ¿firmness,¿ ¿mental anguish, increased risk of alcl, mental anguish and fear of alcl, evaluation for alcl,¿ ¿post-traumatic stress, loss of capacity for the enjoyment of life,¿ ¿mental anguish includes reasonable mental distress¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl.¿ patient representative also reported patient also ¿suffered personal injuries and related damages,¿ ¿suffering, disfigurement,¿ ¿suffered bodily injury¿ and ¿depression;¿ these events are not related to the device. Device remains implanted. This record is for an unknown side.